Event description:
It was reported that during an aaa procedure, the contralateral leg did not fully open making it difficult to cannulate thus adding excessive time to the procedure. In addition, the 8fr pinnacle sheath leaked excessively. During the procedure the patient received 4 units of blood. The patient is fine.